Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient presented signs of an infection at the ipg site. Ipg was explanted on (B)(6) 2019 and a new ipg was placed on the opposite flank. Effective therapy re-established post-op. Patient was hospitalized and put on IV antibiotics.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the infection has resolved.